Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to distal tip erosion. All components were explanted and a new tactra device was implanted. No more information available at the moment. Should additional information become available, it will be provided.